Event description:
Patient was injected with revanesse versa and experienced pain, tingling and swelling in both the upper and lower lip. The doctor indicated he treated with vitrase which has brought down the swelling but expressed concern over the pain/tingling.